Event description:
The customer reported that the battery is dead; the defibrillator won't turn on unless connected to ac. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.